Event description:
It has been reported to co that post angioplasty procedure (without noted complications), pt became symptomatic and upon evaluation revealed cardiac tamponade and a wire tip in the circumflex. Further pt info was unavailable at this time. The product was discarded by the hosp.